Event description:
It was reported that; on (B)(6) 2015 surgery was performed. Then extraction surgery was performed on (B)(6) 2015 because the screws became loose from the bone of the patient. The patient has osteoporosis.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: no new hazards or harms were found. Manufacturing records could not be reviewed because no parts or lot number were provided. Conclusion: the probable cause of the screw backout is patient disease.

Event description:
It was reported that; on (B)(6) 2015 surgery was performed. Then extraction surgery was performed on (B)(6) 2015 because the screws became loose from the bone of the patient. The patient has osteoporosis.